Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Event description:
It was reported that the customer called, to report that there was a sound of helium leaking from the bottle in the cart of the cardiosave intra-aortic balloon pump (iabp). The customer had changed the seal and the bottle but there was still a leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that evaluated and repaired the iabp unit as mentioned in the initial emdr, reported that the reason that the helium regulator in the cart was replaced was because it was not holding pressure.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse confirmed the regulator was the cause of the leak and replaced it. The fse completed functionality and calibration checks and all tests passed to factory specifications. The iabp unit functioned properly. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a noise of helium leaking from the bottle in the cart while in use on a patient. No patient harm, serious injury or adverse event was reported.